Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that one day post-implant, this right atrial (ra) lead exhibited variable and increased threshold values from 0.9v@0.4ms at implant to a range of 2.7-3.6v the following day, with loss of capture observed. The patient complained of left-sided chest, arm, and jaw pain. It was suspected that the ra lead had dislodged and perforated the atrium. The perforation weas confirmed via an echocardiogram, with only a small amount of extracardiac fluid noted. The ra lead was successfully repositioned that day, and no intervention was performed to remove the extracardiac fluid. No additional adverse patient effects were reported. The lead remains implanted and in service.